Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery sheath was found with burrs and cracks on the head section of the delivery sheath tip after removal from device packaging. There was no report of any damage to packaging box during device preparation. Upon discovery of the damage on the delivery sheath, a decision was made to replace with a second 14f amplatzer torqvue 45x45 delivery sheath to continue the procedure. The patient status was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery sheath was found with burrs and cracks on the head section of the delivery sheath tip after removal from device packaging. There was no report of any damage to packaging box during device preparation. Upon discovery of the damage on the delivery sheath, a decision was made to replace with a second 14f amplatzer torqvue 45x45 delivery sheath to continue the procedure. There was no patient contact with the first 14f amplatzer torqvue 45x45 delivery sheath. The patient status was reported stable.

Manufacturer narrative:
It was reported that during preparation split in delivery sheath dilator noted. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, exception issue 130010 was been initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied. Codes removed: medical device problem code: 2017 improper or incorrect procedure or method. Correction: manufacturing report 2135147-2025-01885, should not have been reported as a medical device report (MDR) as the event was noted during device preparation and did not make patient contact.